Event description:
It was reported that urine leaked from the funnel part of the catheter after an half day of placement. Per mail notification received from investigator on 18oct2021, the failure occurred on the sample port connector, which is considered a bag component.

Manufacturer narrative:
Per investigation findings, it has been determined that this is not a reportable event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the funnel part of the catheter after an half day after of placement.